Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional and delivery testing. During testing the device was found to deliver within specifications. No device problems were verified.

Event description:
It was reported the device failed delivery accuracy testing. The measure flow rate was 7.8% below nominal. No patient involved.